Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right posterior tibial artery. A 2.5x120x150mm sterling balloon catheter was advanced to the lesion and inflated. On the first inflation, the balloon was inflated to 8atms/20sec. On the second inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as good.